Manufacturer narrative:
Additional data: a2. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
Corrected data: b3. Additional data: d6a.

Event description:
A company representative reported that an everest uniplanar screw fractured post-operatively. Revision surgery has not taken place nor been scheduled.